Manufacturer narrative:
The cartridge was not returned for evaluation however, the lens was received and a visual inspection shows a portion of the optic and the haptic is torn off & missing. Clear surgical residue on the lens. It should be noted that the injector was not returned for evaluation.

Event description:
The surgeon was advancing a 21.5 diopter three piece collamer lens model cq2015 in the cartridge with the injector and the trailing haptic got caught in the cartridge and the haptic tore off as the lens went into the pt's eye. The lens was removed without enlarging the incision and another cq2015 was placed in the eye. No pt injury. The surgeon stated the haptic tore due to the cartridge tip.